Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin flow block due to bent cannula event on (B)(6) 2026. The blockage is at site. The insertion site was abdomen. No further information available.